Event description:
An (B)(6) infant female with prader willi syndrome, presented to the user facility for a scheduled continuous positive air pressure (CPAP) titration sleep study. During the sleep study, the infant became unresponsive and the sleep technologist called a code and began resuscitation measures. The infant was subsequently transferred to the pediatric intensive care unit and later died.